Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis toric ii optiblue 1-piece iol, model diw that has a similar device, tecnis toric 1-piece iol model diu series which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had been found to have a crack in the center of the optic after it was implanted in the patient¿s eye. The physician indicated not feeling anything unusual during the implantation process. There was no patient injury reported. The patient¿s visual acuity was reportedly good the day after surgery. The iol remains implanted. No further details were provided.